Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, "rupture". Healthcare professional, later confirmed. This record is for the left side. The device remains implanted.

Event description:
Patient reported "rupture". Healthcare professional later confirmed. This record is for the left side. The device was explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: no observed. As per the investigation procedure creases, wear abrasion and deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "rupture". Healthcare professional later confirmed. This record is for the left side. The device was explanted.